Event description:
It was reported that a device was used during a low anterior resection. It was reported by the affiliate that there was a very large firing force to fire the device. As a result after firing, the device was very difficult to remove. Once removed, it was noted that the washer was not completely cut and only the posterior part had been stapled. Anteriorly, the anastomosis failed and the staples were malformed. A second device was used, the device did not cut completely. The case was converted to an open procedure and another device was used to complete the case.